Manufacturer narrative:
G4: 24aug2020 b4: (B)(6) 2020. The customer indicated that replacing the power switch overlay addressed the alarm light emitting diode (led) error code. The customer also reported that a power management board was replaced to address a battery charging issue that was discovered during performance verification testing. The customer did not provided further information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported a ventilator with an alarm light emitting diode (led) failure. This event was reported to have been observed "during v60 setup" - there was no allegation of harm associated with this event.